Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient was admitted to the hospital with ketones and diabetic ketoacidosis. The patient experienced elevated blood glucose levels the days leading up to going to the hospital, as high as 24 mmol/l and attempted to correct the elevated levels by increasing the temporary basal rates. The patient's mother changed the infusion set on the infusion device and the patient was released from the hospital. That evening, she continued to experience elevated blood glucose levels and was readmitted to the hospital. She continued to use the infusion device at the hospital and also received injections if her blood glucose level rose over 18 mmol/l. The patient's mother thinks the infusion device does not deliver enough insulin. The infusion device was requested to be returned for product evaluation.